Event description:
It was reported to philips healthcare that the device failed to deliver a shock. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.